Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 15oct2019. After numerous attempts to obtain information on the repair of this device and no response, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit had alarm error code of alarm light emitting diode (led) failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.